Event description:
Vns pt underwent generator replacement surgery, due to device migration. The pt has experienced significant weight fluctuations, due to her medication regimen (weight gain of up to 100 lbs, then weight loss of 40 lbs over 6 month time period). The pt reported to her physician that she felt a tugging on the lead wire and that she believed that the generator had shifted from its original position. During generator replacement surgery, device diagnostic testing was within normal limits, indicating proper device function. A new pocket was created and a replacement genetaor was implanted, since the original generator had been implanted for over two years.

Event description:
Further follow-up revealed that the pt had paln in her lower neck which was reported to be related to lead tension. It was also reported that a broken anchor stitch contributed to the device migrating. The extreme weight changes that the pt ecperienced likely caused the device migration. A new vns system was implanted